Manufacturer narrative:
Findings: scratched case and minor scratches on display window noted during visual inspection. Unable to prime during prime/a33 alarm test due to faulty fsr (tin).

Event description:
It is reported that a customer complained that the sensor no longer detecting the reservoir during priming. The patient's blood glucose level was at 145 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.